Event description:
It was reported, hole in line. Air got into the tubing. Patient was affected. Patient had sudden onset shortness of breath, when port was flushed. Oxygen saturation dropped, and bp was elevated. Patient was transported via ems to the hospital. She was discharged home on (B)(6) 2025. No further issues. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking hub is confirmed and was determined to be supplier related. One photograph of a miniloc infusion set was returned for evaluation. An initial visual observation of the photograph showed the white plastic of the y site hub was not fully formed around the blue valve. The irregular edges of the white plastic hub appeared to be rounded. Use residue was observed in and on the device. No other damage to the device was observed. The rounded edges of the plastic hub suggest that the damage originated from the manufacturing process. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.